Event description:
It was reported, to boston scientific corporation, that during a stone removal procedure on (B)(6) 2006, the radiopaque marker fell off the extractor rx retrieval balloon into the common bile duct. The physician swept the marker out of the duct using another extractor rx retrieval balloon, which was used to complete the procedure. The pt's condition was reported as "fine".

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event. (B)(4).